Event description:
It was reported that a physician's programming system was not functioning properly, as the handheld device would freeze. Good faith attempts to obtain add'l info as well as obtain the handheld, and software for analysis have been unsuccessful to date.